Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill test to reservoirs. No air bubblers were observed during analysis. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Also ran basal, bolus occlusion test : reservoir filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a paradigm insulin pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir no air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 165 mg/dl at the time of the incident. Troubleshooting was performed. The reservoir will be returned for analysis.